Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It is reported by the surgeon of the hospital, that during explantation of the femoral neck screw the screw drivers broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that during explantation of the femoral neck screw the screw drivers broke.